Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had been seen on (B)(6) 2017 for reprogramming due to a loss of stimulation. It was reported that they were able to reprogram around impedance issue seen at that time. It was reported that on (B)(6) 2017 impedances had changed since the patient¿s last visit. The values ranged from <(><<)>150 ohms. It was also reported that the patient was not feeling stimulation after last reprogramming session on (B)(6) 2017. There were no known event reported by caller or patient that led to these issues. The manufacturer representative retested the impedance at 3v. It was determined that lead 8-15 is the lead with the issues. It was found short circuits on (B)(6). On contacts 13 and 14, the representative was seeing >40,000 ohms. Impedances ranged 5000 ohms to 25,000 ohms when looking at other contacts on the reference contacts. Currently the patient was not feeling stimulation. The representative was going to try re-programming. It was reported that these issues were sudden starting in (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported upon opening the pocket, it was evident the lead was fractured entering the 9-15 channel. The lead was replaced as was the battery. The lead was discarded by the customer and would not be returned for analysis. The rep saw the patient on (B)(6) 2017 and they no longer had impedance issues and their programming covered their painful areas. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, lot# va0pbj9007, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017; product type: lead. The event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep). It was reported the patient was scheduled for a follow up appointment with their healthcare professional (hcp). The patient went to surgery for a revision. The rep stated there was a fracture in the lead. No further complications were reported.